Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is complete.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.